Event description:
A consumer reports blurry vision, seeing shadows and rings following bilateral intraocular lens (iol) implant surgery. The rings are more noticeable at night. She was given a prescription for glasses, but the glasses did not help much. In a follow-up, the surgeon states the patient's vision is good and that, in her opinion, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/27/2008 by fax and mail. A completed questionnaire was received on 10/31/2008.